Manufacturer narrative:
The pump passed the self test. The pump responded properly to the button presses. No keypad unresponsive noted during testing. The pump was received with a scratched case and scratched keypad overlay on the lower left corner of the front of the pump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, pillowing keypad overlay and cracked keypad overlay at the select button. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). Cosmetic damage was confirmed at the front of the pump. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the buttons of the pump were too sticky and scratch on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed. The damage was not affecting/impacting pump functionality. The buttons were now responding. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.